Manufacturer narrative:
The customer reported that the batteries are "hot and smell like they're burning". There was no allegation of patient/user harm. There was no allegation of incorrect results. The analyzer was returned. The returned analyzer was investigated by product support and engineering and the customer complaint could not be duplicated. Currently it is unknown whether or not the device may have malfunctioned, as the allegation could not be duplicated. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that the batteries are "hot and smell like they're burning". There was no allegation of patient/user harm. There was no allegation of incorrect results.